Event description:
Boston scientific neurovascular was made aware that during an event the subject device was detached prematurely. The pt was reported to be in good condition. The results of the event were good.